Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues in the left cylinder. A surgical procedure was performed, during which it was noted that there was a loss of fluid in the left cylinder, caused by a hole in the same component. The device was removed and a new ipp was implanted. There were no patient complications reported.